Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the pacemaker exhibited backup operation. Troubleshooting could not be attempted because the device was approaching the elective replacement indicator. No further information was available.

Event description:
New information received notes that the device was explanted due to normal elective replacement indicator. The patient presented for change out as the device was in backup vvi and no data was able to be obtained from the device. The patient was discharged in good health.

Manufacturer narrative:
The device went to backup mode due to transient nmi. The cause of the nmi could not be determined. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.